Manufacturer narrative:
(B)(4). A return materials authorizations has been provided to the customer but the device hasn't been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed multiple alarms (ventilator inoperable alarm and motor fault alarm) while in use with a patient. There was no harm to any patient or clinician in association with the reported complaint.

Manufacturer narrative:
Vyaire failure analysis lab technician was unable to duplicate the customer's reported issue. The main pcba board operated without fault.